Manufacturer narrative:
(B)(4). The sample was not received; therefore, a sample analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a small volume infusor under infused. The infusion was expected to take seven days; however, after seven days there was still a 'considerable' amount of fluid left within the device. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.